Event description:
It was reported by the customer that after accessing the patient and flushing the catheter, leakage occurs from the base of the hub. No information was received regarding any serious injury as a result of the product issue.